Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure has been alleged and no product has been returned. With the information provided, no conclusion can be drawn.

Event description:
Per the attorney's report: (B)(6) 2008 -- repair of recurrent ventral hernia with composix kugel mesh. On (B)(6) 2008 -- small bowel resection and removal of mesh, which was allegedly disrupted form the abdominal wall. Pt is reported to have suffered permanent injuries and pain.